Event description:
A trilogy evo ventilator was returned to a third-party service center for routine preventative maintenance. The device was not reported to be in patient use. During the evaluation the customer complaint of the device won't turn on and logs and device information can't be obtained were confirmed. The technician recommended replacing the device's muffler assembly to address the issue. The device passed all other testing. The customer requested credit for the device as the parts were on back order, therefore no repair was performed, and the device was scrapped. No further investigation is required at this time.